Event description:
This lead has had multiple spikes in shock impedance with out of range values. It was also reported at this time that the lead has been randomly exhibiting out of range values for several years, and that the situation is being monitored. The lead remains implanted and will be evaluated further. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.